Event description:
It is reported that the patient was revised in 2009, due to the tibial component being loose. The surgeon states that the mixing of the cement was the issue, as when the device was being explanted, the cement was lump and found to be broken. The brand and type of bone cement used is unk.

Manufacturer narrative:
No product was returned for evaluation. Also, no x-rays and/or operative notes were returned for review. The patient's height, sex, weight, age, activity level, and build are unk. The product experience report stated that the surgeon states that the mixing of the cement was the issue, as when the device was being explanted, the cement was lumpy and found to be broken. Based on the available information, it appears that the cause for the door loosening is the mixing/method of bone cement application. No product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.